Event description:
On (B)(6) 2016 07:29 am (gmt-4:00) added by (B)(6) ((B)(4)): it was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The expiratory pressure offset during the pressure transducer sub-test of the pre-use checks tests had drifted more than the allowed 6 cmh2o from factory default. This corresponds to a pressure transducer offset drift of over 300 mv. A visual inspection of the returned pressure transducer showed no deviations from specifications. Simulated-use tests of ventilation did not confirm the reported issue. Several pre-use checks tests succeeded and after, simulated ventilation testing was performed for 8 days without any problems related to the reported pressure transducer. The measured pressure offset was only drifting 10 mv during the investigation, which is a permissible variation. Exact positive end expiratory pressure(peep) measurement and peep control depend on calibration values calculated during the pre-use checks tests and, it is recommended to always conduct a check immediately prior to ventilation. Out conclusion is that the returned pressure transducer worked according to its specification during the investigation. The cause for the reported expiratory pressure offset deviation during the pre-use checks tests could not be established from this investigation.

Event description:
(B)(4).